Event description:
Pt was hit by a car and experienced poly trauma closed head injury and right closed subtrochanteric spiral femur fracture. Plate was implanted with screws, osteoset calcium sulfate pellets and dbx bone putty. Pt subsequently underwent cervical and thoracic laminectomies, x-rays show a refracture of his old fracture in the lesser trochanter and broken plate. Pt was revised to a 135 degree dhs plate imlanted with screws and grafton putty.